Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open inguinal hernia repair procedure, the device was applied on the inguinal area, the device was used but there was a ¿long term exudation of wound, long-term change of medicine¿ due to the product issue. Silk suture was used to close the wound after the procedure. Patient was alive. The event lead to an extended patient hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open inguinal hernia repair procedure, the device was applied on the inguinal area, the device was used but there was a ¿long term exudation of wound, long-term change of medicine¿ due to the product issue. Silk suture was used to close the wound after the procedure. Patient was alive. The event lead to an extended patient hospitalization. New information indicates that the size of the defect was 1-3 centimeters and that there were 5 fixation points. The wound had seepage and suspected seroma. Hospitalization was extended 4 days. The patient's wound is healed. Mesh damage and appearance are unknown. It is unknown if there was an issue with packaging and if the tamper-evident seal on the box was peeled or damaged.